Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The unit was received with the reported constant system error 105 due to a failed motor (seized). The motor assembly was replaced.

Event description:
It was reported that a pump has a constant system error 105. It was also reported there was no patient injury.